Manufacturer narrative:
The insulin pump had blank solid white lcd with black lines due to cracked lcd glass at chip ledge. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or test for pump error due to blank solid white lcd with black lines. The pump had scratched case, cracked case at battery tube side and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.